Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that the complaint allegation is not confirmed as it is not product related.

Event description:
Update (B)(6) 18-jul-2024: further information were provided that the surgeon dug deeper with the patient and believed that the rash was not due to the prp injection. The patient mentioned that they had a small rash prior to the acp injection and so it was just coincidence that the rash occurred at the same time. The consultant does not believe the acp prp injection caused the rash; it was caused by another factor.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that post acp injection the patient developed a rash. No further information were provided.